Event description:
Olympus med sys corp (omsc) was informed that the distal tip of the subject device came off into the bile duct. The doctor retrieved the distal tip and completed the procedure by using the same set of the device. There was no report of pt injury regarding this report.

Manufacturer narrative:
The subject device was discarded by the user facility. The exact case of the user's experience could not be conclusively determined. A supplemental report will be submitted, if additional and significant info becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution.